Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced device complications and pain, a burning sensation, and swelling at the right side device pocket. The devices were entirely removed. It was reported that there was no patient injury at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).